Event description:
It was reported this biliary stent was placed in the right iliac artery. Post deployment it was noticed an inappropriately sized stent was deployed in this artery. Retrieval attempts were unsuccessful and surgical retrieval followed without incident. The pt's condition is good. This device was used in an non-indicated procedure, iliac stent placement and an inappropriately sized stent was placed. Co feels these factors contributed to this event and do not attribute it to the device. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms...select the proper stent diameter based on the measurement of the bile duct."